Manufacturer narrative:
A device history record (DHR) review was conducted for part: 499.201.435, lot: l683493: manufacturing site: (B)(4), release to warehouse date: 03. Jan. 2018: the device history record shows this lot of (B)(4) products was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The received picture was reviewed; two screws and two nuts are separate on the table. There is no damage visible at the screws or the nuts, therefore this complaint cannot be confirmed based on the picture. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address and phone number are unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: during a procedure on (B)(6) 2018, the screw head was sheering and so the nuts were cross threading. The surgeon replaced the screw and nuts twice. The screws are from the kit/instrument set and so are constantly sterilized. Surgery was not prolongation greater than 30 minutes due to this failure. No patient impact was reported. This complaint is for a universal spine system (uss)-ii pedicle screw ø4.2 l35 dual open dou. This is report 1 of 2 for (B)(4).